Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter stated that the customer was hospitalized, due to hyperglycemia. The customer's blood glucose reading was reportedly over 600 mg/dl. At the time of the initial phone call, the display on the insulin pump was blank. The customer later called back and was assisted with programming the insulin pump. Nothing further was reported.